Event description:
The device was returned from the user facility with the report that "there is no secondary infusion". During initial manufacturing testing, the device delivered a measured volume of 11.3ml from an expected delivery of 20ml +/-1ml (5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.